Event description:
On (B)(6) 2012, a clinical area manager reported to baxter corporate product surveillance multiple line infections at the facility after the implementation of the one-link luer activated device. According to the report, the facility went live with the one-link devices at the end of (B)(6) 2012. In the month of september, the facility observed a spike in the amount of line infections. It was unknown if the spike in line infections was related to the one-link device. The clinical area manager reported that re-education training will be performed. On (B)(6) 2012, product surveillance contacted the director of infection at the facility regarding this reported event. The following information was reported. On (B)(6) 2012, the patient was admitted to the hospital. Admitting diagnosis was not reported. The patient had a peripherally inserted central catheter (PICC) line in place and was using the one-link device. On (B)(6) 2012 the patient developed a bloodstream infection. The patient was treated with vancomycin (dose, route and frequency not reported) and hospitalization was prolonged due to this event. On (B)(6) 2012, the patient recovered from the infection and was discharged from the hospital. The director could not provide a causality statement for this event. On (B)(6) 2012, the director of infection responded to e-mail correspondence with the following information. The facility used baxter interlink access device and curos caps on all access devices prior to initiation and during one-link use. Curos audits were good. The reporter was not sure if appropriate cleaning was performed prior to each access. Phone attempts to obtain additional information were made on (B)(6) 2012. On (B)(6) 2012, a written request for additional information was made requesting the following information: what was the patient admitted to the hospital for? Was the patient transferred from another facility? If yes, was the PICC line placed prior to the transfer? Was the patient doing anything unusual prior to the event (e.g. Showering) that may have caused contamination to the line? What treatment was the patient receiving? What was the patient's past medical history? Was the patient immunocompromised? Request for additional patient information (initials, date of birth, gender) what was the lot number of the suspected product? And was the bloodstream infection related to the one-link needlefree IV connector

Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2012, the director of infection provided an e-mail response with the following additional information. On an unreported date, the patient was admitted to the hospital with an admitting diagnosis of chest pain rule out endocarditis. The patient was not transferred from another facility. On (B)(6) 2012, the patient had a PICC (peripherally inserted central catheter) line placed. The patient was treated for the bloodstream infection with vancomycin and azactam (route, dosage and frequency were not reported). The reporter further stated that the facility "does not believe that the one-link device is the cause of infection, if they thought that they would've removed it off the shelf." The clinical area manager performed re-education training regarding one-link in this facility.

Manufacturer narrative:
(B)(4). This is report 2 of 4 (patient 2 of 3). A sample was requested, but is not available. Lot number is unknown at this time; therefore a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of patient reaction - bloodstream infection is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was unknown. The issue is being investigated through CAPA.